Manufacturer narrative:
Article citation: messa, charles a, and charles a messa. ¿one-stage augmentation mastopexy: a retrospective ten-year review of 2,183 consecutive procedures.¿ aesthetic surgery journal, 2019, doi:10.1093/asj/sjz143. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to rupture and capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Reviewed and attached journal article "one-stage augmentation mastopexy: a retrospective ten-year review of 2,183 consecutive procedures." Per figure 9 of the journal article the events of rupture and capsular contracture, baker grade IV were reported against a left side gel breast implant. Manufacturer of the device is unknown. Device has been explanted.